Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation has shown that the screw that holds the joint in position on the pelvic reduction forceps is broken off, as complained. The remainder of the screw was not sent back for evaluation. Without this piece, and considering that the received shaft is deformed, the relevant dimensions cannot be verified. The device was manufactured in the year 2002 and is in a correspondingly used condition. There are scratches at the forefront and strong stress marks in the joint bores. Additionally, the u-piece of the holding nut is flattened on top with tool marks visible at the holes of the holding nut. The fracture face of the broken screw is homogenous and it is clearly visible that the screw was plastically deformed prior to breakage, which indicates a forced rupture. Also, clearly visible marks were found on the top of the joint ellipse, indicating that the arm was once not fully inserted when high force was applied onto the ellipse of the joint instead of the round part behind the ellipse as designed. Based on all these findings, it is likely that a mechanical overload during use led to a plastic deformation and finally the breakage of the screw, which would be in accordance with the description mentioned. Wear and tear may also have played a certain role due to the age and used condition of the device. No product related fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the injury being treated during the surgical procedure on (B)(6) 2016 was a massive pelvic ring disruption. As a result of the patient's injury, a large amount of force was required to achieve reduction.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Manufacturing date: december 04, 2002. Device history record not available as device is older than 13 years. At this time the manufacturing documents for instruments had to be stored for 10 years. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an instrument central rivet sheared off while being used to reduce a pelvic fracture. This created as twenty (20) minute surgical delay. This is report 1 of 1 for com-(B)(4).